Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(6). Four complaints were received during this report period. Of these, 1 has an investigation which is currently pending (B)(4). Two were determined to be misapplication (B)(4). One showed no evidence of any device-related fault (B)(4). All 4 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 4 malfunction events which are associated with undesired damage or breakage of those materials used in device construction. These reports were received from various sources. Patient information was confirmed for 1 event. (B)(6).